Event description:
An endoscopy support specialist reported incorrect reprocessing of the flex video scope during an in-service request. The customer does not have a suction pump in the reprocess area per reprocessing manual. In addition, the customer performs aspirations steps manually with a syringe instead of the suction pump. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
The customer precleans the scope and performs a dry leak test using veriscan. Afterwards, the customer manually cleans the scope by wiping the exterior and brushing the channels and openings as stated in the instructions for use (IFU). Following the brushing steps, the customer attaches the suction cleaning adapter (maj-222) to the suction cylinder and instrument channel port of the scope. The customer attaches a 30cc syringe and aspirates and flushes a minimum of 90cc detergent solution through the channel. The customer then rinses the exterior and manually aspirate and flush the channel with a minimum of 90cc rinse water and then 90cc air. Next, the customer disinfects the scope in the steris system 1e and manually aspirate and flushes with a 30cc syringe alcohol and air through the channel. Utilizing a bf-p190, ess discussed and demonstrated the reprocessing steps from pre cleaning through the manual cleaning steps as indicated in the IFU by using the suction cleaning adapter (maj-222) and a suction pump. In addition, ess discussed performing the alcohol flush by following high level disinfection with a suction pump and the suction cleaning adapter (maj-222). The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The following sections were updated. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The instructions for use (IFU) states: 1.4 precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them. Olympus will continue to monitor complaints for this device.